Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leak. A review of the complaint handling database found one similar similar incident from this lot. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was potentially related to hub assembly during manufacturing and corrective and preventative actions were implemented. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, mildly calcified mid superficial femoral artery. A 5 x 20 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. There were no issues noted during unpacking, inspection and preparation of the pta catheter. The pta catheter was advanced with no resistance felt to the lesion and upon the first inflation attempt the balloon would only partially inflate even with a pressure of 14 atmospheres applied. It was suspected that there was a leak at the hub or on the shaft, though it could not be located. The balloon could be partially deflated to remove from the anatomy and a non-abbott pta catheter was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.